Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening side assessed, as surgical damage. One opening on the diaphragm valve side assessed, as cracked valve seat diaphragm valve. And partial delamination on the valve side assessed, as adhesive failure. Additional observations: crease observed, on the device. No further actions are required, as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported, a "right side deflation". Device has been explanted and replaced.

Event description:
Healthcare professional reported a "right side deflation." Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.